Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed alarm occurred shortly after inserting a new battery. The customer¿s blood glucose was unknown at the time of incident. The customer was previously able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.